Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6), USA. The title of this report is ¿a retrospective data collection of the internal fixation of fractures of the pelvis with the stryker plating system (sps)¿ which is associated with the stryker ¿plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from january 2016 to january 2019. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 14 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses screw backout. The report states: ¿at ~13 weeks post-op, one of the anterior screws on the right was noted to be slightly loose, but good callus at the rami, up front posterior fixation is stable in good alignment.¿

Event description:
The manufacturer became aware of a pmcf from inova fairfax medical campus (ifmc), USA. The title of this report is ¿a retrospective data collection of the internal fixation of fractures of the pelvis with the stryker plating system (sps)¿ which is associated with the stryker ¿plating¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from (B)(6) 2016 to (B)(6)2019. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 14 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses screw backout. The report states: ¿at ~13 weeks post-op, one of the anterior screws on the right was noted to be slightly loose, but good callus at the rami, up front posterior fixation is stable in good alignment.¿

Manufacturer narrative:
Correction in section h6 (device code).